Manufacturer narrative:
This is a final report. The device has been returned and an investigation using retained test strips (lot no: 0908433) has determined the readings complaint is not confirmed. All results were within range specification. A review of the meter's internal memory log failed to locate a reading obtained on the day the medical event occurred, because the date in the meter was set incorrectly.

Event description:
Customer's friend reported she had gone over to the customer's house in the morning in 2009 and found customer experiencing a seizure. Paramedics were called and an intravenous infusion of d-50 was infused. It was further reported the customer had been having readings issues with her freestyle blood glucose meter since last month. Customer's friend additionally noted the customer had been receiving "hi" readings on her meter of late. There was no report of death or permanent injury associated with this event.